Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, the physician had difficulty inserting an atrial lead into the header port of the pulse generator. The physician used silicone oil and was able to successfully insert the lead.